Event description:
The complainant reported that during a therapeutic ercp with lithotripsy, the basket detached from the sheath. The physician was attempting to crush a biliary stone that was aproximately 15mm in size with the device attached to an alliance handle and the outer sheath became disengaged, with the basket remaining inside of the biliary tract. The outer sheath was removed from the patient with an endoscope and the basket holding the stone was removed, during a subsequent surgical procedure.

Manufacturer narrative:
This device has been received by the MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of this event at this time. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our direction for use outline appropriate placement, access and maintenance procedures.